Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that medication was initiated to treat the asthma exacerbation. In addition, two days after being admitted to the hospital, an echocardiogram was performed, resulting in "normal for patient."

Manufacturer narrative:
Continuation of d10: continuation of d10: product ID: afapro28 product type: balloon catheter; product ID: 4fc12 product type: sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that several weeks after a cardiac ablation procedure, the patient present to the emergency department with chest pain, shortness of breath, cough, and acute cystitis. The patient was found to have elevated troponin levels and to be in asthma exacerbation at the time of admission to the hospital. Treatment was administered, and the patient recovered two days later. No further patient complications have been reported as a result of this event.